Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed which showed a separation between the twist clamp and the main body caused by broken occluder feet. The reported condition was verified. The cause of the broken occluder feet could not be determined, however, a potential cause could be if the device was exposed to foreign solvents, dyes, or cleaning agents this could damage the material of the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set "loosened" (separated between the light blue main body and the white twist sleeve). This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use on the patient for four (4) months. As a result of this event, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.